Event description:
Medtronic received a report that the axium coil was bent coming out of the packaging at the proximal end of the coil. The second coil was used, however, did not deploy. The devices were prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was undergoing surgery for treatment of an aneurysm. Ancillary devices include a headway microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.